Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited sensing and capture anomaly. The lead was explanted and replaced. No further information was available.